Event description:
Secondary ivf rate faster than programmed. Rn noticed that secondary rate was dripping faster than programmed. Infusion paused and secondary ivf continued to drip. Rn noted that if you clamped off the primary line right before the secondary hookup the infusion would drip at the programmed rate. Secondary IV was backflowing into primary bag. Primary IV tubing changed, and problem resolved. Reference report: mw5164986.